Event description:
Same case as MFR report #: 2134265-2010-00692. It was reported by the patient, that post a coronary drug eluting stenting treatment procedure additional medical intervention was required and an immune response occurred. Two 2.50x12mm taxus express2 stents were implanted in the lesion. No patient injuries or complications were reported. The patient reported that his stents were ¿10% obliterated by the immune system 8 months later.¿ it was also reported that an angioplasty was completed due to ¿shoulder pain.¿ it was further reported that the patient had developed collateral circulation due to a narrowed right coronary artery and no further interventions are planned at this time. Additional information was requested and is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).